Event description:
The initial attorney report alleged pain and defective mesh. The following is based on the medical records provided by the pt's attorney" (B)(6) 2000: repair of incisional hernia with implant of composix mesh (#1). On (B)(6) 2000: laparoscopic cholecystectomy. Adhesions of omentum and bowel to the under surface of the mesh were noted. They were not dissected free. On (B)(6) 2001: diagnostic laparoscopy, low midline laparotomy w/lysis of adhesions and partial explant of composix mesh (#1) and implant of non-bard product. The mesh was divided to get into the peritoneal cavity. One side had adhesions and was removed. The other side remains in place as it was well incorporated. On (B)(6) 2004: cesarean section, primary repair of small bowel enterotomy, ventral hernia closure. Sutures were placed through the previously placed composix mesh (#1) to close the vertical midline primarily. On (B)(6) 2005: repair of recurrent incisional hernia with implant of composix kugel mesh (#2). On (B)(6) 2005: panniculectomy. On (B)(6) 2006: exploratory laparotomy and repair of recurrent incisional hernia w/revision of abdominal wall, explants of composix mesh (#1) and composix kugel mesh (#2) and implant of non-bard mesh. There was noted to be a loop of small bowel adhered to the composix kugel mesh (#2). On (B)(6) 2006: laparoscopic repair of recurrent incisional hernia with implant of composix e/x dual mesh (#3). There is no mention of the non-bard mesh during this procedure. On (B)(6) 2007: laparoscopic repair of recurrent incisional hernia (x2) with implant of composix e/x mesh (#4) and ventralex mesh (#5). Adhesions of omentum to the previously placed composix e/x dural mesh (#3) were excised. On (B)(6) 2008: repair of recurrent incisional hernia with non-bard product and explants of composix e/x dual mesh (#3), composix e/x mesh (#4), and ventralex mesh (#5).

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Both a composix e/x mesh and a ventralex mesh were implanted during this procedure. It was noted that adhesions of omentum to the previous mesh were taken down. The info provided indicates the pt experienced recurrence, which is a known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided therefore, a manufacturing review of the device history records could not be conducted. No sample has been returned therefore, no evaluation could be performed. With the currently available info, no firm conclusions can be drawn. If additional event and/or evaluation info is obtained, a follow-up MDR will be submitted. Also see 1213643-2012-00581, 00598, 00599, and 00606.